Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out, the lead failed a dft test. The lead was capped and replaced due to fracture. The procedure was completed successfully without adverse consequences to the patient.